Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be prevented by following the instructions for use which state: risk of damage to the product: if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. Avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.